Manufacturer narrative:
Retainer ring = clear. On (B)(6) 2021, customer passed away. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the customer's daily total of all insulin delivered surrounding the event date (B)(6) 2021 listed on smartsolve and the days prior to the event date. On (B)(6) 2021 daily total of all insulin delivered = 18.675. On (B)(6) 2021 daily tota lo fall insulin delivered = 16.5. (B)(6) 2021 daily total of all insulin delivered = 18. (B)(6) 2021 daily total of all insulin delivered = 15.6. On (B)(6) 2021 daily total of all insulin delivered = 15.8. On (B)(6) 2021 daily total of all insulin delivered = 16.45. On (B)(6) 2021 daily total of all insulin delivered = 13.35. The pump passed the functional testing. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had passed away on (B)(6) 2021 at hospice care. The customer was hospitalized on an (B)(6) 2021 due to alzheimer. The cause of death was alzheimer. The customer blood glucose was unknown at the time of death. The customer was using sensor. The insulin pump was returned for the analysis. The case was reported on the basis of failure analysis.